Event description:
It was reported that subsequent to a coronary artery stenting treatment procedure stent thrombosis and myocardial infarction occurred. An unknown size taxus liberte stent was deployed in the left anterior descending (lad) artery. More than 1 year later the patient presented with a repeat anterior wall myocardial infarction. The taxus liberte stent was found to be 100% occluded with thrombosis. A 2.00mm unspecified balloon catheter was advanced to the lesion and used for angioplasty. A 3.00x15mm unspecified balloon catheter was then advanced for another round of angioplasty and inflated to 12 bar. A 3.00x15 non-bsc drug-eluting balloon was then advanced in-stent to the proximal lad and inflated to 14 bar for 3 minutes. A 3.00x16mm promus sds was then advanced and deployed in the proximal circumflex artery at 14 bar. There was no unresolved thrombus. It was reported that 3 days prior to the stent thrombosis the patient had discontinued taking clopidogrel. The patient was taking aspirin (100mg/day) when the thrombosis occurred. The procedure was considered completed at this stage. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).